Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
According to the customer's allegation, the user of the infusion set detected that the headset was leaking and the adhesive plaster got wet. These issues have had an effect on his blood glucose levels causing them to rise out of the target range (no exact blood glucose values provided).